Manufacturer narrative:
Batch review performed on 07 october 2021. Lot 2103240: (B)(4) items manufactured and released on 02-jun-2021. Expiration date: 2026-may-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to developing a hematoma. The cause of the hematoma is unknown. At 1 week after the primary surgery, the surgeon performed an I&d and revised the poly and the surgery was completed successfully.